Event description:
A bayer r & I rep reported the following: after running on battery for 29 minutes the screen would shut off. There was no injury or adverse event reported.

Manufacturer narrative:
Bayer r & I qa product analysis received and examined the returned veris main pcb (printed circuit board) and determined it to be malfunctioning. The site's clinical engineering rep replaced the pcb main board and confirmed system functionality following this replacement. On november 21, 2013, bayer healthcare distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.